Event description:
It was reported that the insulin pump had a cracked case, and that the motor protruded from the case. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a detached end cap, cracked reservoir tube lip and broken belt clip slot. Unable to perform the displacement test due to detached end cap anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.